Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during an implant attempt that the patient's right ventricular (rv) lead was attempted but not used because the helix would not extend after multiple attempts. Another lead was used. No patient complications have been reported as a result of this event.